Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user attempted to pair two g7 cgms with the ilet and both pairing attempts failed, after which the ilet operated in bg run mode and the user manually entered blood glucose values; during this period the user experienced prolonged low glucose, reported a lowest value of 43 mg/dl over approximately 2¿3 hours, received ilet low alerts, and treated with oral glucose tablets. Symptoms included no reported physical complaints despite documented hypoglycemia. Outcomes included user self-treatment without outside assistance or medical intervention, continued device use in bg run mode, and education on bg run mode duration and reconnecting a cgm. Investigation included customer support troubleshooting and user education regarding bg run mode and recommendations to reconnect a cgm promptly. Investigation of this case revealed unsuccessful cgm pairing that resulted in reliance on manual bg entries during a hypoglycemic episode, while the ilet alert function operated as intended. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.